Event description:
It was reported that the patient had their implantable neurostimulator (ins) shut off because it ¿wasn¿t running right, it was shorting out or something.¿ this was noted as going on for maybe a couple of weeks or so. The patient stated that they turned the device off in (B)(6) 2013 and that it had been shut off since then. It was reported that the patient was getting therapeutic effect relief ¿off and on¿ and was that the device was for their ¿bladder control pain.¿ since the device was shut off, the patient had the same symptoms that they originally had (pain and frequent urination). The patient had not attempted to turn the device back on. In addition, the patient thought that the battery was ¿running low¿ and had to be replaced. The patient noted that they put off taking care of their issues with the device as their husband had recently passed away. The patient stated that it was easier during that time just to shut their device off. The patient had a follow up appointment on (B)(6) 2014 with their healthcare professional (hcp). Additional information was requested but was not available at the time of this report. If additional information is received, a follow up rep ort will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v104298, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6), product type programmer, patient. (B)(4).